Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that buttons were sticking keypad anomaly as well as numbers were not ramping on their own as well as the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.